Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The trace and history files were successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Rewind functioned properly (no loud motor noise or slower motor speed) and no unexpected low battery alarms or power related alarms noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 4.0 received the lowbatteryalert (104) on 07/30/2025 13:52 after more than 7 days at 30.92 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/29/2025 12:28 after more than 7 days at 30.17 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/29/2025 22:41 after more than 7 days at 31.91 days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, broken belt clip rails, missing serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The battery charge lasting less than expected (low battery life) complaint is not confirmed. The loud motor noise and slower speed during rewind operation complaint is not confirmed. For additional information regarding the tests performed, refer to (B)(4)¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that new batteries lasted less than 7 days, and the pump motor was slower and louder during rewind. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not initiated. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.